Event description:
Initial result for a patient potassium was 2.1 mmol/l. When repeated, the result was 4.0 mmol/l. The patient was not treated based on the incorrect result. The field service representative repaired the instrument by replacing a bad pinch valve.